Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Quattro catheter was placed in patient's left femoral without issue. After 10 hours of temperature management therapy, the attending health care professional (hcp) observed saline leak from the injection site. Per hcp, there were no alarms observed with the thermogard xp ivtm console at the time of the event. The catheter was replaced with a secondary unspecified catheter. No additional form of temperature management therapy was used to complete therapy. According to the reporter, there was no patient consequence reported as a result of the reported issue.